Event description:
On (B) (6) 2010, a doctor reported to sybron implant solutions that a patient had an endopore abutment that fractured.

Manufacturer narrative:
The doctor reported that an endopore abutment fractured in a patient. The product has been received by the manufacturer for evaluation. Evaluation results will be submitted with a follow-up report as soon as they are available.